Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 08, 2023 and june 03, 2024 recorded the pacing impedance around 500 ohms with an increase to >3000 ohms as from may 2024. The analysis of the provided iegm episodes revealed artifacts on the lv channel, which led to the reported oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Finding of lv pacing impedance out of range via home monitoring alert. During in-hospital follow up several impedance tests gave good results but during evocating maneuvers or even some patient movements noise was detected on the lv iegm channel together with lost of capture and >3000 ohm impedance, even in several different lv configurations. Should additional information be received, this file will be updated.